Event description:
Related manufacturer report number: 2017865-2023-05823, related manufacturer report number: 2017865-2023-05825. It was reported that the patient presented for follow up with high pacing impedance, high capture threshold, and high ventricular rate episodes caused by over-sensed noise that was exhibited by the right ventricular lead. Also noted was over-sensed noise that resulted in inappropriate automatic mode switch. Both leads were capped and replaced on (B)(6) 2023. There were no patient consequences.